Manufacturer narrative:
Not all the part and lot numbers are known; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. The surgical notes state that the patient, who is obese, had a full revision due to a failed medial unicondylar left knee arthroplasty. The patient had persistent instability, pain, and progressive arthritis of the patella and lateral compartment. Intra-operatively, there was no sign of infection. After removal of the primary unicondylar tibial and femoral components, the bones were resected in preparation for a total knee arthroplasty. Trial components were implemented and there was excellent range of motion and good stability with varus and valgus stress loading, as well as patellofemoral tracking. After removal of the trial components, irrigation, lavage, and drying of the bony surfaces, the final components were cemented in the standard fashion. Once the cement had completely hardened and the final articular surface was in place, there was excellent range of motion and stability. There were no complications. Per the package inserts of the nexgen gender solution femoral components and nexgen all-polyethylene patella available at the time of surgery, pain and swelling are known potential adverse effects of the tka surgery. The inserts also inform that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, swelling and other symptoms after undergoing knee arthroplasty revision.